Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's tip did not retract properly and was sticking in the shaft. There was no patient injury.